Event description:
Boston scientific received information that a lead revision was performed due to wrong lead measurements. Lead implanted (B)(6) 2001. (B)(6) germany. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).